Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her glucose level continued elevating after giving multiple boluses. The customer was hospitalized for high blood glucose over 400mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Recommended to customer to leave the insulin at room temperature before filling. Performed a high pressure test and the device passed the test. No further info was provided.